Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10f23064, h10g26065 and h10i24066 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unspecified date in (B)(6) 2011, he experienced peritonitis and was hospitalized. The root cause of the peritonitis was not reported. Information pertaining to treatment was not reported. On an unspecified date in (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event of peritonitis with (B)(6). Dianeal pd4 ambuflex therapy was reported as ongoing. The consumer did not provide an assessment of causality for the event of peritonitis with (B)(6) and the relationship with dianeal pd4 ambuflex therapy.